Manufacturer narrative:
Device manufacture date unknown. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-i5000-pm is available in the USA with a 510k number prototype. Evaluation summary: it was caused due to a fluid damage in the scope. This report is being filed as part of the pentax backlog management plan.

Event description:
There was no report of patient harm. Before use during inspection, the user found that the scope was leaking and stopped using it. No harm was caused to the patient.